Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 32mm drug-eluting stent was returned for analysis. The synergy xd device was returned with a 0.081-inch guide catheter, 0.014-inch guidewire and 6fr guide extension catheter, these devices were not attached. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break 107.9cm from the strain relief in the midshaft. Microscopic examination of the stent identified struts pulled from the proximal section and bunched at the proximal/mid-section of the stent. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the bumper tip showed no signs of distal tip damage. A wire insertion identified the device could be loaded and tracked over a 0.014-inch guidewire without issue. A functional testing identified the device was attached to an encore inflation unit, and the balloon was inflated using an inflation aid. The device held pressure and the stent deployed without issues. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure of 16 atmospheres as per the instructions for use.

Event description:
It was reported that shaft break and catheter entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid-to-distal right coronary artery (rca). A 3.50 x 32mm synergy xd drug-eluting stent (des) was selected for treatment and initially positioned distally. The stent encountered significant resistance during advancement toward the mid-rca; however, with guide-extension support, it was successfully delivered to the lesion. During balloon inflation, the stent failed to expand, despite no reports of pinholes or tears in the balloon material. The device was temporarily withdrawn for inspection, then redelivered and reinflated at the lesion site, but the stent still failed to expand. An attempt was made to retrieve the device externally, but significant resistance was encountered within the guiding catheter. Although extraction was possible, the shaft was found to be fractured. Subsequently, the entire system, including the guiding catheter, was removed, and the fractured tip segment was retrieved. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break and catheter entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid-to-distal right coronary artery (rca). A 3.50 x 32mm synergy xd drug-eluting stent (des) was selected for treatment and initially positioned distally. The stent encountered significant resistance during advancement toward the mid-rca; however, with guide-extension support, it was successfully delivered to the lesion. During balloon inflation, the stent failed to expand, despite no reports of pinholes or tears in the balloon material. The device was temporarily withdrawn for inspection, then redelivered and reinflated at the lesion site, but the stent still failed to expand. An attempt was made to retrieve the device externally, but significant resistance was encountered within the guiding catheter. Although extraction was possible, the shaft was found to be fractured. Subsequently, the entire system, including the guiding catheter, was removed, and the fractured tip segment was retrieved. The procedure was completed with another of same device. There were no patient complications reported.